Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Troubleshooting was performed and the alarm was cleared successfully but the pump could not pass rewind or tests. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged pump error 38 alarm found on july 31, 2022. Device passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Device was cut open to perform visual inspection and found a corroded motor home switch. Corrossion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Pump error 38 alarm was recorded and found in the formatted history file on the event date- july 31, 2022. 15:54:34.000, july 31, 2022. 15:59:42.000, july 31, 2022. 16:00:11.000 july 31, 2022. 16:00:43.000, july 31, 2022. 16:15:22.000,july 31, 2022 16:25:00.000 and july 31, 2022. 16:58:38.000. Force sensor zero offset within specification (23.3 mv). A test motor was used and continued testing. The device rewind, load reservoir and no reservoir detected alarms properly. The device rewinds successfully. The device passed the rewind test. In conclusion, the device had a constant pump error 38 alarm during the rewind test was due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.